Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture. The rv lead outputs were increased but intermittent loss of capture persisted. The rv lead remains in use. No patient complications have been reported as a result of this event.